Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device showed an alert for high hv lead impedance. Possible svc coil issue. The physician wanted to program off the svc coil for induction testing, but the patient refused. The lead remains implanted.